Event description:
As reported via legal documentation a 60 y/o patient had a left knee replacement on (B)(6)2018. Approximately 4 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2023 due to pain. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed left knee arthroplasty the femoral component was grossly loose and removed. At this time, the tibial polyethylene was noted to be broken and was removed. The tibia was grossly loose and removed. The patella was worn and removed. The patient tolerated the procedure well.

Manufacturer narrative:
D10: concomitants: 4876814, 02-010-03-0230 - logic cr femoral cem, left, sz 3. 5155720 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. Ab2027, 1400-ig - cemex genta high viscosity 40g kit. 5383828, 200-02-35 - three peg patella 35mm. 5370096, 204-32-01 - fluted stem extension 11l x 12 mm. 5399997, 204-70-00 - tibial stem ext. Screw. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.